Event description:
Potential for injury associated with a tdxsp power chair that displays an error message "max back angle". When the error message displays, the chair will go into drive lockout which could leave a user stranded.